Manufacturer narrative:
G5:510(k)#: k102054. B4:19aug2021. Based upon the information provided, the device was in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The international service engineer confirmed the reported problem. The customer decided to use other channel to repair this unit. Philips did not service this unit. No other information was provided.

Manufacturer narrative:
Upon further investigation, the customer reported that the issue was discovered during preventative maintenance, and the unit was not in use on the patient. Therefore, this complaint no longer meets reportability requirements.

Event description:
It was reported to philips by a customer that the unit's touch screen failed. Based upon the information provided, the device was not in clinical use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged.